Event description:
It was reported the customer's reservoir compartment was damaged. Customer stated their reservoir compartment was cracked and had a part missing. The customer also believed their boluses were not as effective due the damage from the reservoir compartment. Customer's blood glucose was 129 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with broken reservoir tube lip, battery tube threads and lcd window.